Event description:
It was reported that the patient experienced a syncopal episode and presented to the emergency room. The atrial lead exhibited high threshold at 6.0 v at 1.0 ms, sensing at 0.3 mv, and appeared to have moved. The physician did not believe that the syncopal episode was due to pacemaker malfunction, as the ventricular lead was functioning normally. The patient was not pacemaker dependent and the atrial sensitivity was reprogrammed.

Manufacturer narrative:
No medwatch form was received.